Event description:
The pt reported that all the buttons on the pump have been intermittently responding. No known trauma to the pump or exposure to moisture.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When evaluation is complete a supplemental report will be filled. No conclusion can be made at this time.